Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Material analysis was completed on the returned screws to verify the material composition. Analysis suggests the brown material was iron oxide (rust). Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report..

Manufacturer narrative:
(B)(4). The product is expected to be returned, not yet received. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product is expected, not yet returned.

Event description:
It was reported that screws for femoral drill guide small has corrision and were discolored. No adverse events have been reported as a result of the malfunction. No additional information is available at this time.